Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oekg) was informed via repair request that the customer ultra, autoclavable rigid telescope was returned to the olympus repair center for ¿broken optics¿. The biomedical engineer reported the problem was found after a therapeutic laparoscopy and no device fragment fell into the patient. The intended procedure was completed using another device. Upon inspecting and testing, olympus identified the lens's outer surface was found damaged. No death or injury and no impact to patient or other was reported. This report is being submitted to capture the broken component.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection could not confirm the customer¿s reported problem. Instead of breakage inside the optical system, the lens's outer surface was found damaged. The device has no previous repair history. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.